Event description:
I purchased (B)(6) tampons at (B)(6) approx. 1 week ago and used as instructed. Changed every 3-4 hours, more often as necessary. On 2 occasions, one mid-way through cycle, 1x toward end of cycle, when removing the tampon, the tampon unraveled as it was being removed, the cotton shredding and leaving cotton behind inside of my body. I cannot determine if I was able to remove all of it.